Event description:
It was reported that high pacing lead impedance was observed. An increase in capture threshold was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.